Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within six turns and retracted eight turns. Helix, fully extended, measured .072 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, it took over 16 turns to deploy the helix, and then it suddenly deployed. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.